Manufacturer narrative:
7/16/1998-the complaint sample or an unused lot sample was not available for co's evaluation. A sample was received from this not number for the investigation of another reported problem (pir# 98001173). That evaluation confirmed a delamination caused a header cap leak. Co can not conclude that a delamination also caused this reported "blood leak" by the customer. An engineering project has been initiated to investigate the cause of the delamination and determine appropriate corrective action. This complaint is not confirmed. Co is continuing to monitor incoming complaints. No further similar complaints have been received. Follow up letter to customer sent. Complaint closed. (Reference pir# 9801087).

Event description:
Informed of complaint by sales manager. Customer reported "blood leaks" with this product on 5/29/1998. Telephone messages left on 5/29/1998, 6/1/1998, 6/2/1998 and 6/3/1998. Info verified 5/29/1998 with equipment tech. Also spoke with healthcare professional. There have been two documented "blood leak" events. This complaint is reported of second event. Reportedly, blood was sensed and confirmed in dialysate of c3 machine(blood leak alarm). Treatment was stopped, pt was not rinsed back(-200 ml estimated blood loss, and new dialyzer and tubing set was prepared. Treatment was restarted and completed without further incident. Hematocrit reported stable. No adverse effects to pt; no medical invervention required. Actual dialyzer was discarded. Have requested companion sample if available for eval. 6/17/1998 informed by tech that there are no companion lot samples available for eval, however complaint sample from this lot (pir# 9801173) will be sent for eval of another complaint. MDR filed based on volume of blood loss.